Event description:
It was reported by the technical comments that the cable is stretched and ripped exposing the internal wires. The sheath is broken off and missing exposing the thermocouple. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.